Event description:
On (B)(6)2021, the patient underwent a routine heart transplant and had the left ventricular assist device (lvad) explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(4) and driveline s/n (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 22may2015. The heartmate ii lvas IFU, document and the heartmate ii patient handbook are currently available. Pump speed, power, flow, and pi are addressed in, ¿introduction¿, of this IFU. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook explains that all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. Section 6 entitled ¿caring for the equipment¿ outlines proper driveline maintenance for the patient under ¿driveline care¿. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. Incidental finding: damage to the wire insulation of the yellow wire. Evaluation of (B)(4) confirmed a compromised wire that would have resulted in pump stops on power module or mobile power unit power. (B)(4) was returned with the driveline severed approximately 0.5¿ from the pump housing. Two distal returned segments of driveline were returned measuring 6¿ and 31¿ in length. The inflow conduit (inlet extension, flex section, and inlet elbow) was returned attached to the inlet port. The sealed outflow graft and outflow graft bend relief was returned attached to the outlet elbow. The outflow elbow was returned attached to the outlet port. Evaluation of the returned portions of the sealed inflow and outflow conduits revealed no evidence of adhered or developed thrombus formations. Upon disassembly of (B)(4), visual inspection of the blood-contacting surfaces revealed no evidence of adhered or developed depositions or thrombus formations that would have contributed to a functional issue. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. (B)(4) was returned with the driveline severed approximately 0.5¿ from the pump housing. Two distal returned segments of driveline were returned measuring 6¿ and 31¿ in length. The distal 31¿ driveline was returned with brown tape on the metal connector and bend relief. The tape was removed and revealed no damage to the underlying silicone sleeve. The silicone sleeve on the other portions of driveline was unremarkable. An electrical continuity test was performed on the returned portions of driveline and the drivelines were found to be electrically intact. No wire-to-wire and wire-to-shield shorts were induced during intact testing, even with manipulation of the drivelines. The bionate was removed and revealed slight shielding breakdown and fraying approximately 2.5¿-4.0¿ from the metal controller connector. The shielding was removed and visual and microscopic inspection of the 6¿ segment of driveline revealed damage to the wire insulation of the yellow wire approximately 4¿ from the pump end side. The remaining wires on the three portions or driveline were unremarkable. The driveline was submerged in a saline bath for high potential (hipot) testing of to verify the integrity of each wire¿s insulation. The test confirmed the damage to the yellow wire on the 6¿ portion of driveline. The test did not reveal any other current leakage in the insulation of any of the driveline wires that would have resulted in an electrical short. The damaged yellow wire would have resulted in a pump stoppage if the exposed conductors of the wire contacted the braided shield and electrically shorted to ground while the patient was supported by a tethered power source, such as the power module or the mobile power unit. No further information was provided. The manufacturer is closing the file on this event.